Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced low glucose episodes after changing diet and announcing fewer carbohydrates, with a lowest cgm reading of 50 and treatment with oral glucose; the event was associated with the ilet bionic pancreas and dexcom g7, and no device-specific problem or component malfunction was identified. Symptoms included hypoglycemia. Outcomes included unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.